Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in mw5073244: patient had first knee replacement using competitor implants in 2010. Surgeon went back in 2011 to have knee cleaned out because patient was having issue with the knee. Knee came out of socket. Patient had a revision of knee in 2013 (to a stryker triathlon knee). Patient knee is currently about 4 inches swollen. Patient is constantly in pain and has to use a cane for walking. Patient is to have blood work done to see if knee is infected.

Event description:
As reported in mw5073244: patient had first knee replacement using competitor implants in 2010. Surgeon went back in 2011 to have knee cleaned out because patient was having issue with the knee. Knee came out of socket. Patient had a revision of knee in 2013 (to a stryker triathlon knee). Patient knee is currently about 4 inches swollen. Patient is constantly in pain and has to use a cane for walking. Patient is to have blood work done to see if knee is infected. Event update per medical review: "over the ensuing few years he developed increasing pain in this revised knee with recurrent effusions and a sense of instability."

Manufacturer narrative:
Additional information: date of birth, weight, catalog #, date of implant. An event regarding pain, swelling, instability and infection involving a triathlon insert was reported. The event for instability was confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the medical records by a consulting clinician indicated "review of these records confirms the primary competitor tka was revised to a triathalon ts tka. The patient had ongoing complaints of, and documented physical findings of, instability of this revision tka. X-rays show the cemented stemmed ts tka implants to be well fixed, aligned and positioned. Infection work up was negative. The root cause of this instability cannot be determined as insufficient information was available." -product history review: not performed as the lot number was not provided. -complaint history review: not performed as the lot number was not provided. Conclusions: the reported event for instability was confirmed. However, a review of the medical records by a consulting clinician indicating "review of these records confirms the primary competitor tka was revised to a triathalon ts tka. The patient had ongoing complaints of, and documented physical findings of, instability of this revision tka. X-rays show the cemented stemmed ts tka implants to be well fixed, aligned and positioned. Infection work up was negative. The root cause of this instability cannot be determined as insufficient information was available." A trend analysis was conducted for the reported failure mode and concluded that knee instability is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following devices were also listed in this report: 1.tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# m8a46a 2.tri ts baseplate size 5; cat# 5521-b-500; lot# iliw 3.tri ts femur sz6 right; cat# 5512-f-602; lot# iepn 4.triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 1yd6 5.triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m8e32a 6.tri post augment sz6 5mm; cat# 5543-a-600; lot# hlxe 7. Tri post augment sz6 5mm; cat# 5543-a-600; lot# gfxr 8. Tri press-fit stem 16mm x 100mm; cat# 5565-s-016; lot# m6n29n it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.